Manufacturer narrative:
The manufacturer's service rep performed an onsite investigation. The x-ray tube was replaced and calibrations were performed. The system was tested and operates as intended.

Event description:
The customer reported that the image on the 9800 system would disappear. No pt injury was reported.